Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provided device data logs for review. The customer's report was observed during the review of logs. However, the logs also showed that the device went extended periods with expired or open pads attached, or no pads attached at all. The g5 user's guide gives instruction of preparing the AED for the next rescue, after an event a new pads package should be attached and verify that the pad connector indicator is off. The evidence in the log supports that the device functioned as expected. The pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed impedance testing, displayed an "electrode connection" error message and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.